Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. The device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose is 283 mg/dl. Customer holds the device in her bra and she was sweating. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.